Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified vaginally for menstruation (lot number, frequency and expiration date unspecified). While using the device for first time, she forgot to pull out the string but she could take it out. She also stated that, recently, she unwrapped the bottom plastic and forgot to take off the top while using them. She further stated that, after an unspecified duration, she had been able to get the plastic out both the times. The action taken with device was unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00006. The manufacturer report number for the second product in this case is 8022269-2013-00007. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This is an follow up submission for the first product in this case. The manufacturer report number for this submission is 8022269-2013-00006. The manufacturer report number for the second product in this case is 8022269-2013-00007. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified vaginally for menstruation (lot number, frequency and expiration date unspecified). While using the device for first time, she forgot to pull out the string but she could take it out. She also stated that, recently, she unwrapped the bottom plastic and forgot to take off the top while using them. She further stated that, after an unspecified duration, she had been able to get the plastic out both the times. The action taken with device was unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. No sample returned and no lot number provided. Due to lack of a complaint sample and the absence of adverse trend, no assignable root cause could be identified. There is no evidence to support that the device failed to meet specifications. Based on the information available, this device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.